Event description:
Nurse lifting patient using hoyer lift and sling. When lift was turned to position the wheelchair, the metal hook eyelet pulled from canvas sling material causing patient to fall to the floor. Resident complained of pain in left knee, x-ray revealed impacted fracture in the distal left femur located medially. Resident to wear knee on left leg until further notice from physician. Imediate inspection revealed eyelet pulled away from canvas sling materialdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.